Event description:
It was reported that the patient had an inflammatory reaction 8 months post a posterior labral tear repair. The surgeon indicates the cartilage on the humeral head was almost gone. Cartilage in the 1cm area surrounding the anchor was markedly eroded and the head of the anchor protruded. The anchor was drilled out. The actual part number used remains unknown. The part referenced was used for reporting purposes only. This device is used for treatment.

Manufacturer narrative:
The implant was not returned for evaluation. The lot number was not provided, therefore, device history could not be reviewed and manufacturing date was not determined. It is unknown if the implant involved is bio-absorbable or peek material. Product dfu warns the user that patient sensitivity to the materials being implanted must be considered prior to implantation. The cause of this event could not be determined from the information available.